Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed by the supplier, instru-med, for the subject device (matrix rod introducer, part number 03.616.048, lot number 7907168). It was previously reported that ¿the matrix rod introducer would not hold a rod.¿ the subject device was received in a used and damaged condition, therefore, the supplier reviewed manufacturing and inspection records during the evaluation. After reviewing the final inspection results, it was determined that the subject device was functionally conformant when it was shipped from instru-med. This was further confirmed by the instrument passing receiving inspection at synthes. Based on the available complaint information and evaluation results, a root cause could not be determined. The previously reported expiration date of jun 27, 2035 is not relevant to this reusable instrument which is not sold as a sterile device. This field should not have been populated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Height reported as 5 feet 5 inches. Implant and explant dates: device is an instrument and is not implanted/explanted. Device history record review for part 03.616.048, lot 7907168: release to warehouse date: 22 july 2015. Supplier- (B)(4) review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure, the matrix rod introducer would not hold a rod. This is report 1 of 1 for (B)(4).